Manufacturer narrative:
The device remains implanted and is therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13292553 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00269 and 3003742446-2010-00270. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
This patient experienced restenosis of two cypher stents. Medical history listed only coronary artery disease. During the initial procedure, one cypher was implanted in the circumflex. The following year, he "didn't feel right," had an angiogram and had a second cypher stent placed in the proximal posterolateral branch. Approximately four years after the 1st procedure, he experienced shortness of breath, had another angiogram and was diagnosed with complete blockage in both stents. No treatment reported for the restenosis. Multiple attempts to obtain additional information were unsuccessful and no procedural or clinical details were available. Neither stent was returned for evaluation; they remained implanted. A review of the manufacturing documentation presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions; however, without additional information, it is not possible to determine what factors may have contributed to this event. No actions will be taken. This is one of two products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00269 and 3003742446-2010-00270.

Event description:
The information received indicated that a patient had a cypher stent placed in the circumflex (cx) artery for an unknown reason. The following year the patient indicated that he "didn't feel right," had an angiogram, and had a second cypher stent placed in the proximal posterolateral ventricular branch (plvb prox) for an unknown reason. Approximately four years after the 1st cypher was implanted in the cx, the patient experienced shortness of breath, had an outpatient angiogram, and was diagnosed with complete blockage in both stents. No treatment reported for this ongoing event. The patient reported he has an appointment with his cardiologist for follow up. No further information was available.